Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and capsular contracture, baker grade "iii-IV".

Event description:
Healthcare professional reported "recurrent breast seromas," and capsular contracture, baker grade "iii-IV." Additionally, healthcare professional reported "cyst of excretory duct of a mammary gland," and "fragments of fibrous tissue with hyalinosis foci and an areal productive inflammation." Device has been explanted. This record is for the right side.